Manufacturer narrative:
Rep said that the account is taking care of the issue by cleaning the latch pins p/n 69813 within the center arm assy. He just wanted to have a complaint documented and did not want the account contacted regarding this issue.

Event description:
Rep called and alleged that the account is having issues with siderails latching. He would like to have a complaint documented. He is going to the account to investigate issue further.